Event description:
On 05/31/2006, nellcor puritan bennett received a report of inflation issues on a 10lpc tracheostomy tube while in use on a patient. The caller reported that "the balloon was deflating during utilization. The caller also reported no patient injury, but reported additional stress for the patient" this report is associated to the third occurrence.